Manufacturer narrative:
Mfg site ID have been updated.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. (B)(4). Final analysis of the lead ((B)(4)) revealed proximal end conductors crossed over.

Event description:
A company representative and health care provider reported that the patient was in stage one implant and the lead was tested and contact 0 700 ohms, 1 800 ohms, 3 1000 ohms. It was then decided to test bipolar combinations and contacts 0/1 read 10 ohms. There was no visual damaged seen on the lead. They decided to pull the lead and implanted another one even though patient was seeing tremor suppression at low voltage of .5v and patient was getting dysarthria and tingling at 2.5v. The new lead got implanted and impedance at contact 0 read 2054 ohms. It was indicated that impedance issue was resolved following lead replacement. It was further provided that the patient had recovered without sequela. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.